Manufacturer narrative:
Additional information: concomitant medical products. One cadd cassette reservoirs was returned for analysis. The returned sample consist of one product of p/n 21-7301-24 the sample was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and the pump tube was not centered below the ffp arch. The sample was connected to the cadd legacy plus and a balance mettler toledo to look for unusual function and no discrepancies were detected. The accuracy testing was successfully passed. However, the customer's reported problem was confirmed. The most probable root cause for pump tube issue is in the bag loading operation, the pump tube was not centered below the ffp arch. According to the investigation the problem source of the reported problem is improperly assembled during manufacturing. As preventive action, per previous complaint production personnel was notified by quality engineer as awareness of the defect reported by the customer.

Event description:
Information was received indicating that after filling the cadd cassette reservoir with 40.2ml fluid programmed to be run for 80 hours, the pump displayed that the reservoir's volume is zero although there was 5ml left. There was no reported injury to the patient.